Manufacturer narrative:
It was reported that the unit's intensity allegedly was spiking and shocking patients when adjusting intensity knob. It was reported that the unit's intensity allegedly was spiking and shocking patients when adjusting intensity knob. The device was returned to enovis and evaluated. The device passed all output tests. The device failed when slowly ramped up, it spiked. This is indicative of a failed pcb on the intensity encoder assembly. No leads or electrodes were sent in for evaluation so these cannot be ruled out as a root cause. Possible root cause of this spike could be the intensity encoder assembly.

Event description:
It was reported that the unit's intensity allegedly was spiking and shocking patients when adjusting intensity knob.